Event description:
Additional information was received indicated that the hospitalization due to hyponatremia was not related to the valve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic valve the patient was hospitalized due to dyspnea with exertion. An ace inhibitor was increased. Diagnostic tests were planned. As reported, the dyspnea was probably due to pulmonary hypertension. The physician indicated that this event was unlikely related to the valve. No additional adverse patient effects were reported. Additional information was received that reported diagnostic findings of the right heart catheterization. Computed tomography (CT) scan ruled out pulmonary embolism, transthoracic echocardiogram (tte) showed pulmonary hypertension and minor aortic valve insufficiency. A diuretic was prescribed. The patient was discharged and further treatment was required by an outpatient cardiologist and pulmonologist. 16 days after presenting for the dyspnea and pulmonary hypertension, the patient was hospitalized with hyponatremia. The hyponatremia was reported as probably due to the use of medications. Anti-hypertension and diuretic medications were decreased. No additional adverse patient effects were reported. Additional information was received indicated that the hospitalization due to hyponatremia was not related to the valve. Additional information was received that clarified the previous note of minor aortic valve insufficiency was referencing paravalvular leak (pvl). It was also clarified that the dyspnea was a result of the pulmonary hypertension, which was not present in the patient's medical history. The physician noted the transcatheter aortic bioprosthetic valve was performing as expected. Diagnostic testing included an x-ray of the chest which showed minor pulmonary congestion. A CT angiogram of the thorax was negative for pulmonary embolism. A transthoracic tte identified severe pulmonary hypertension and the minor pvl was stable over the past years. An angiography also showed severe pulmonary hypertension.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5; h6 - annex e, annex a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic valve the patient was hospitalized due to dyspnea with exertion. An ace inhibitor was increased. Diagnostic tests were planned. As reported, the dyspnea was probably due to pulmonary hypertension. The physician indicated that this event was unlikely related to the valve. No additional adverse patient effects were reported. Additional information was received that reported diagnostic findings of the right heart catheterization. Computed tomography (CT) scan ruled out pulmonary embolism, transthoracic echocardiogram (tte) showed pulmonary hypertension and minor aortic valve insufficiency. A diuretic was prescribed. The patient was discharged and further treatment was required by an outpatient cardiologist and pulmonologist. 16 days after presenting for the dyspnea and pulmonary hypertension, the patient was hospitalized with hyponatremia. The hyponatremia was reported as probably due to the use of medications. Anti-hypertension and diuretic medications were decreased. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic valve the patient was hospitalized due to dyspnea with exertion. An ace inhibitor was increased. Diagnostic tests were planned. As reported, the dyspnea was probably due to pulmonary hypertension. The physician indicated that this event was unlikely related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.